Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported, during laser assisted cataract surgery of the right eye the capsule, fragmentation, arcuate's and primary incisions were enabled. When the surgeon tried to do the capsulotomy a tear occurred. The planned lens was implanted and the surgery was completed without further complications.